Event description:
Per follow up with the customer, it was reported the device failed after 15 minutes of use in the middle of the procedure. The new handle was used for the first time with the instrumental jaw in a bent position and engaged with tissue. Upon activation, an audible alert was emitted by the device, and simultaneously the jaw broke, was extracted from the patient with the aid of an auxiliary instrument, no parts of the broken instrument fell on the patient and no additional medical intervention was required.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was not returned to olympus for inspection so the alleged reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's ultrasonic probe (thin branch) became detached. This occurred during a laparoscopy, subtotal hysterectomy with bilateral salpingectomy and drainage of the abdominal cavity. Delays occurred due to the connection of a spare set of tenderbit handles. Procedure was completed with an olympus back-up device. There were no reports of patient harm.